Event description:
It was reported that approximately one year post a port placement via right internal jugular vein in the right anterior chest, the pigmentation was allegedly observed along the catheter path. It was further reported that the catheter was suspected to be allegedly damaged. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A partial circumferential break was noted from the distal end of the cath-lock. Kinks were noted throughout the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be granular in both regions. A split was noted on the border of the partial circumferential break. Therefore the investigation is confirmed for the identified fracture, deformation and catheter wear issues. However the investigation is inconclusive for the reported skin pigmentation issue as no objective evidence to confirm the reported skin pigmentation issue was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement via right internal jugular vein in the right anterior chest, the pigmentation was allegedly observed along the catheter path. It was further reported that the catheter was suspected to be allegedly damaged. The current status of the patient was unknown.